Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained during a follow-up call with the patient, by a senior cca, on (B)(6) 2017. The patient manages her diabetes with oral medication of glyburide 2.5 mg, diet and/or exercise. She reported that between 12 noon and 1 pm on (B)(6) 2017, she felt ¿extreme dizziness¿. She indicated that she performed a blood test and obtained an alleged inaccurately erratic result of 70 mg/dl on the subject meter. She stated that she was a little suspicious of this reading, so she performed another test on the meter and got a reading of ¿60 mg/dl¿. She reported that she fainted, ¿passed out,¿ right after the 60 mg/dl reading and was brought to the emergency room (ER). She indicated that she remembered being hooked to an intravenous drip but was unable to remember exactly what other treatment she received from the healthcare professionals (hcps). She stated that another meter was used at the hospital, but she was unable to remember details of any results. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Extreme dizziness and fainting requiring hcp intervention, after obtaining alleged erratic results on the subject meter.